Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive when the customer attempted to program a bolus. Customer's blood glucose was 201 mg/dl. The customer reported the insulin pump was exposed to moisture. Troubleshooting was not completed because the customer disconnected from the call. Customer declined to return the product for analysis.